Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the scope orientation was flipped. The tse instructed the csr to remove the endoscope from the arm and rotate endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, and then to reinstall the endoscope onto the arm. The scope orientation was corrected and the procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.